Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter detached from the securement. When an x-ray was taken from thorax it was confirmed that the catheter was in patient's heart vessels. It was needed a surgical intervention to remove the catheter. Additional information: incident was noticed after catheter placement, during material use. When an x-ray was taken from chest, it was confirmed the catheter migrated to patient's heart vessel. It was needed a surgical intervention to remove the catheter. Material has been discarded due to contamination.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter detached from the securement. When an x-ray was taken from thorax it was confirmed that the catheter was in patient's heart vessels. It was needed a surgical intervention to remove the catheter. Additional information: incident was noticed after catheter placement, during material use. When an x-ray was taken from chest, it was confirmed the catheter migrated to patient's heart vessel. It was needed a surgical intervention to remove the catheter. Material has been discarded due to contamination.